Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the insulin pump had been alarming button error. Troubleshooting was not done since the device was not available at the time of the call. Customer's blood glucose value is unknown. It was advised to have the customer call to perform troubleshooting. The insulin pump was not replaced or returned for analysis.